Event description:
Surgeon began port insertion with 18g introducer needle that is provided in port kit. The hub of needle cracked during insertion. Surgeon stopped, withdrew needle, and the circulator provided a new 18g entry needle. No patient consequence, and the case was completed.